Manufacturer narrative:
The reported event of noise resulting in oversensing was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
During follow-up, noise resulting in oversensing was observed on the atrial lead. The event was resolved by explanting and replacing the atrial lead. The patient was in stable condition.